Event description:
It was reported that the smart pass feature of this subcutaneous implantable cardioverter defibrillator (s-ICD) had disabled. Technical services (ts) reviewed noting the rate had slowed and the signal amplitude had decreased. The amplitude returned to normal at the end of the event ts noting that the possible cause had been vagal related of sleep posture related. Ts discussed reenabling this feature. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient received an inappropriate shock due to t wave oversensing of wide complex for possible bundle branch block. An additional event was observed of the smart pass (sp) feature disabled due to low amplitude qrs complexes and bradycardia. Oversensing of p waves was observed post disabled sp feature. Ts recommended options to the health care professional (hcp) including evaluating in the clinic other possible vectors, to run automatic setup and to turn the sp feature back on. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.